Event description:
A us distributor reported that a patient's electrode belt was damaged and patient was receiving a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation, the belt was unable to communicate with a monitor. The root cause for the failure was the esd 700 was damaged and overheating on the belt node pca, causing communication faults. The root cause for damaged component could not be positively identified. No adverse event resulted from the damaged belt.